Event description:
It was reported that the controller exhibited an unexpected loss of power during a periodic controller exchange. The next day, the critical battery alarm sounded three times when a fully charged battery replaced the ac power source. The patient went to the emergency room and it was verified that all four indicators of the battery were lit and the battery was fully charged, although the log file report indicated that the battery capacity was zero percent. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system: battery, model #: 1650, catalog #: 1650, expiration date: 31-dec-2021, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 17-dec-2020, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. One (1) battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The high max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery was still able to provide power to a test controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause a battery to flash red when connected to a battery charger. This is an additional finding unrelated to the reported event. The most likely root cause of the observed high max error and flashing red during testing can be attributed to a battery that is out of calibration. Functional testing also revealed that the battery was reporting a frozen relative state of charge (rsoc) value of 100% on the test equipment. Review of the autologs report revealed a controller power up and an associated motor start event logged on 25/mar/2022 at 13:49:18. Based on the available information and the reported event details, the controller power up event most likely due to a controller exchange. Raw log files were not available for analysis. Additionally, the autologs report revealed three (3) critical battery alarms recorded on (B)(6) 2022 at 06:10:18, at 06:10:41, and at 06:10:48 involving (B)(6) indicating that the battery depleted to 0% rsoc. Based on the available information, it is likely (B)(6) was reporting a frozen rsoc value prior to the critical battery alarm. Since the reported rsoc value did not decrease, no low battery or critical battery alarms were triggered to alert the patient to replace the battery. The battery then likely started to report the accurate battery capacity, triggering the critical battery alarms. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the controller power up event may be attributed to a controller exchange. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the reported critical battery alarm has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: (B)(6) 2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c10, c13 h6: FDA conclusion code(s): d01, d02, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.